Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort in the device pocket. Patient presented in the operating room for revision. The implantable cardioverter defibrillator was explanted and relocated. Patient was stable post procedure.